Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation; however the attached photo confirms the reported issue of a broken phaco tip. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The report of phaco tip broken is confirmed based on the photo attached. However; because a sample was not received at the manufacturing site and no lot information was provided, the root cause for the customer complaint issue cannot be determined. The exact root cause for the broken phaco tip is unknown; therefore specific action with regards to this complaint cannot be taken. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance, such as the broken phaco tip exhibited on the returned opened sample, is removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the tip was broken in the anterior chamber during surgery. The surgery was completed on the same day. The procedure type was unknown. There was no report of patient harm.